Event description:
It was reported that an ilet user experienced sporadic alert 38, indicating consecutive stalled motor events, which persisted after multiple device restarts while the battery remained above 50 percent. Symptoms included no reported changes in blood glucose. Outcomes included interruption of insulin delivery alarms without medical intervention or hospitalization. Investigation included customer service troubleshooting and education, and assessment of alarm history, followed by replacement of the device and return of the original for evaluation. Investigation of the returned device revealed a suspected device malfunction related to the insulin delivery motor subsystem.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.